Manufacturer narrative:
The returned pelvic plate was examined under magnification. The plate fracture occurred in the central screw hole. Under magnification the appearance of the fracture surface resembles that of a fast fracture and not fatigue. Scratches were identified primarily on the surface of the plate and in two spots on the surface that was in contact with bone. When looking at the x-rays from the original surgery and visually examining the plate it appeared to be twisted to fit the patient's anatomy, at the site of the plate fracture. Additional mdrs associated with this event: 3025141-2019-00017: screw 1; 3025141-2019-00018: screw 2; 3025141-2019-00019: screw 3; 3025141-2019-00020: screw 4 and 3025141-2019-00021: screw 5.

Event description:
A surgeon implanted a intrapelvic plate in a patient. At 2 months post op, an x-ray determined that the plate had broken. The broken plate and the screws were removed in a revision surgery.